Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease folds, wear abrasion, deformation of device, weight within specification and yellow particles. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection, late onset. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side infection. The device has been explanted.